Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was "faulty"as the black plastic cable covering had been torn away from end piece of the cable. Reportedly, customer change the usb cable to resolve the issue. Customer's blood glucose was not adversely impacted.